Manufacturer narrative:
D9: date returned to MFR: 3/20/2026. Received one (1) used. List#: unknown, primary plum set and one (1) used. List#: unknown, extension set for evaluation. As received the distal male luer tip was broken off and stuck inside the female luer end of the extension set. Stress marks and a rigid break were observed on the distal male luer where the tip was broken off and, on the tip, stuck inside the female luer. Signs of fracturing on the luer were observed, indicative of a bending force. The complaint of broken luer can be confirmed. The probable cause is due to an unintentional bending force during use.

Event description:
An event involving plum duo primary tubing reported that nurse attempted to disconnect intravenous (IV) tubing from patient's IV site. The connector tip on the IV tubing broke off and was lodged in the patient's IV hub. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown.